Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and the device did not emit tones with magnet application. The device was explanted and a new device was implanted. The device was returned for analysis.